Event description:
It is reported that there was some resistance when inserting the screw. The head of the screw fractured. The broken remnant remains insitu.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.